Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However identified that the left rear wheel lock was failing causing the c-arm to pivot when brakes were set. Adjusted the brake assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the cardiac system goes out of orientation after fluoro. However the procedure was completed. There was no report of patient injury.